Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Tandem technical support (cts) suggested to prime out air using the fill tubing feature to resolve the issue; however, customer declined and replaced the infusion set tubing to resolve the issue. Customer¿s blood glucose level was 230 mg/dl.